Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7148053.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was frequently charging the implantable pulse generator (ipg). It was also stated that one of the patients spinal cord stimulation (scs) leads had high impedance. The patient underwent a procedure wherein the ipg and lead were replaced and that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.